Event description:
It was reported that contamination occurred. A renegade hi-flo fathom system was selected for use in a splenic artery embolization. During unpacking, it was noted that there were obvious glue or plastic protruded on the coating of the guide wire, which could not be used normally. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual and microscopic examination of the guidewire revealed no damage and no foreign material (fm). Visual and microscopic examination of the renegade hi-flo revealed multiple shaft kinks. No other issues were identified during the product analysis.

Event description:
It was reported that contamination occurred. A renegade hi-flo fathom system was selected for use in a splenic artery embolization. During unpacking, it was noted that there were obvious glue or plastic protruded on the coating of the guide wire, which could not be used normally. The procedure was completed with another of the same device. There were no patient complications as a result of this event.